Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that cause of the patient being unable to keep anything in their stomach was not determined. The voltage was increased as an action taken to resolve the issue. The results were pending as to if the event had been resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient with an implantable neurostimulator (ins) was in the hospital and was unable to keep anything in their stomach. They recently had the device replaced and they were on a lower setting than their last one and it had not yet been adjusted since implant. The replacement was due to a normal battery depletion. The consumer was going to have the patient follow up with a healthcare provider (hcp) and a manufacturing representative (rep). The indication for use was for gastric stimulation/gastrointestinal/pelvic floor. No further complications were reported/anticipated.